Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
During the procedure, the valve separated from the avanti sheath causing arterial blood to flow. The physician was able to re-wire and exchange for a new sheath. There was no harm to the patient.

Event description:
The physician reports having difficulty loading the crystalens using the crystalsert lens injector system and the lens became stuck in the injector. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2010-00061.

Manufacturer narrative:
Information received from a sales representative indicated that during the procedure, the valve separated from the avanti sheath causing arterial blood to flow. The physician was able to re-wire and exchange for a new sheath. There was no harm to the patient. There is no other information available but the device was returned for evaluation. Fal: one non sterile 6fr sheath introducer was received inside a plastic bag. The cap was received detached from the cannula hub. No anomalies were found on the cap. The luer hub was damaged (cap retainer was received damaged). It appears as though the section of the cap retainer was melted. The cap could not be attached to the catheter hub due the damage on the cap retainer. Attempts to recreate the failure mode where the damage could possibly occur (hub molding process) were performed during normal manufacturing process of the product. However, the exact failure mode could not be reproduced. During microscopic analysis no evidence of tool marks were found at the damaged area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cap detached reported by the customer was confirmed. The cause of the detachment was that the cap retainer was damaged; however, the cause of the damaged cap retainer could not be determined. Controls are in place to prevent damaged products from being distributed. Because the failure could not be replicated no corrective action will be taken as there is no indication that the complaint is related to the manufacturing process.